Event description:
Medtronic received information from a journal article that a patient implanted with an aortic root bioprosthesis experienced a post-implant spontaneous perforation of the device¿s valsalva sinus. It was reported that that this device was implanted as a replacement to another device of the same model and size. One year after this device¿s implant, a false aneurysm was noted and the patient underwent a surgical replacement. It was observed that there were 20 mm diameter holes in the device¿s left and non-coronary sinuses. Another manufacturer¿s device was implanted with no subsequent adverse patient effects. The article noted that these patients were part of a population who had their devices implanted between (B)(6) 1999 and (B)(6) 2002; the date of this complaint was not indicated in the article. A separate report has been filed on the patient¿s first replacement device.

Manufacturer narrative:
A device history record review could not be performed as the serial number was not provided. Based on the limited information received, a root cause of the adverse event could not be determined.

Manufacturer narrative:
A review of the maude database entries for this model family did not show a report had previously been submitted for this journal article or individual complaint. A review of medtronic¿s databases did not find a previously existing record for this article or individual complaint. (B)(4) perforation of the valsalva sinus after implantation of medtronic freestyle aortic bioprosthesis nobuchika ozaki, md; yutaka hino, md; yuji hanafusa, md; teruo yamashita, md; kenji okada, md; takuro tsukube, md; and yutaka okita, md kobe university graduate school of medicine, division of cardiovascular, thoracic, and pediatric surgery, kobe, japan the annals of thoracic surgery, volume 82, issue 6, december 2006, pages 2282¿2285. Doi:10.1016/j.athoracsur.2006.04.074.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.